Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra op, there was an air leakage situation when using endotracheal tube during the surgery. The device tested prior to use on the patient and leak was not evident when trying to inflate the cuff before intubating the patient. Due to intraoperative intervention, the surgery was prolonged by about 20 minutes. The procedure was completed using backup product. There was no known patient impact.

Event description:
On follow up it was reported that the leak was not evident when trying to inflate the cuff to establish the airway during the intubation process. As the anesthesia machine indicated air leakage, the original endotracheal tube was stopped to be used, and replaced with the spare endotracheal tube, and the surgery time was prolonged due to reintubation in the middle. The patient's vital signs were not affected.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times and no leaks were noticed. For further analysis, a leak test was performed by submerging the balloon and the inflation assembly, at separate times, and no bubbles (leakage) were observed. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.3 ohms (blue with clear tubing), 3.5 ohms (red), and 3.4 ohms (red with clear tubing) which all of the electrodes were in specification. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes fdm - b21, fdr - c21, fdc - d16 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.